Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose. Customer stated that she is on antibiotics and blood glucose was fluctuating up and down between 200 mg/dl and 400 mg/dl. Customer stated she has uti. Customer unable to do troubleshooting, she stated she will call back. The customer was advised that tubing clamps will be sent out for testing. No further information provided.